Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's power module to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. A shorted transistor on the eos(ac to dc converter)pcba was determined to the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device did not have any power going to it. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not have any power going to it. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.